Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed one similar complaint for this production order number and the complaint issues reported are not related. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was missing a haptic after being fully implanted into a patient¿s operative eye. The patient¿s status is unknown, and there is no information if unplanned sutures or an incision enlargement was required. The procedure was reported to have been completed without unplanned vitrectomy and delay in procedure. The patient has been referred to another surgeon for consideration to have the lens removed. Due to privacy legislation, no patient information was disclosed, and the customer did not have further details about the complaint.